Event description:
It was reported that a patient experienced peritonitis and was not feeling well coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. Treatment for the peritonitis event was not reported. The cause of the peritonitis was unknown. Three days after the hospitalization, the patient was discharged. The next day, the patient was admitted to the hospital again for an unreported event. The patient recovered from the peritonitis event and was retrained on aseptic technique. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.